Manufacturer narrative:
The patient is the initial reporter. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt. It was reported by the patient that the she has had a lot of complications with her implant. Her shunt would consistently change performance level settings. There was no reported patient impact.

Event description:
The patient called in stating that they had experienced numerous and ongoing problems ever since they had a strata shunt implanted. They stated the problem began around 2020, and since that time they had approximately "seven to nine surgeries" in total to fix what they believe is a faulty device. The problem described include the shunt tubing wrapping/coiling around the surgical clip, the device changing setting all by itself requiring surgical intervention to remedy, and the valves "flipping inside" the shunt. The patient stated that this device has been "sewed to my side" to keep it from moving. They have contact medtronic regarding the problem they experienced, and although they have been pleasant to the patient, they feel that they have only offered excuses for the malfunctions and problems they have experienced. The reporter states that in 2022, they had an MRI performed as part of an attempt to reset the setting on the device, and the device was not resetting appropriately requiring the health care professional to intervene. They had experienced an intense headache ever since this date. They state the settings have been "fluttering a bit" after this most recent attempt to reset it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to the event description. E) the facility information was received. H6) additional codes were added to the case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received stating that right after the surgery, there was a tubing kinked in the lp shunt. The patient had a secondary (vp shunt) working shunt, so the revision surgery would be considered "elective" and would be postponed due to covid. The externalized shunt was in for 3 days. 1 month after the revision, the tubing kinked again. The patient has had a total of 7 surgeries in the first year. The patient stated that the valve has "flipped over", and that the health care professional (hcp) has been unable to externally change the valve settings. The patient also stated that the past settings have changed by themselves 3 times in last year. The patient stated that it took 3 hcp's and 3 different devises 1.5hrs to get the settings back to pl 1.5. The last time the settings changed was 3 weeks ago, while the patient was on vacation, the patient is experiencing extremely painful headache, and was advised to go to the emergency room. They were admitted for pain. The patient stated that the "opening pressure up to 24, which indicate shunt was not working properly. Determined patient in shunt failure." The patient has there first procedure on (B)(6) 2020. The tubing issue was on (B)(6) 2020. The revision was on (B)(6) 2020. The last pressure change occurred on (B)(6) 2022. The patient is experiencing the following symptoms: blurred vision, double vision, nausea, ¿nodding¿ out / patient doesn't have recollection of losing consciences, headache.